Event description:
Ous MDR - after an implantation time of about 31 months, premature battery depletion (eos) was reported to us. The ICD was explanted and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, detected on (B)(6) 2015, and nine charge processes were documented. The charge drawn from the battery was checked. An inconsistency between drawn charge and measured battery voltage was detected in the process. The current uptake of the ICD was then tested, which proved to be normal and as expected. Next, the ICD was opened, and the internal structure was examined. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source. The eos state was removed with a technical programmer, and the module's capability to provide therapy was tested. The anti bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. There were no indications of a malfunction of the electronic module. Further electrical analysis identified an intermittent increased current uptake of the electronic module, which could be traced to an integrated circuit. This intermittent increased current uptake then led to a premature battery depletion. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard electrical final test documented proper device behavior. Based on the analysis, it cannot be ruled out that external influences, such as strong electromagnetic radiation, have contributed to the clinical observation.